Event description:
A male patient underwent aaa repair in 2009. The anatomical form was suitable for endovascular repair. Upon deploying the main body, the top cap was released before the contralateral iliac wire guide placement. The patient's contralateral iliac artery was very tortuous and calcified, so the physician could not withdraw the sheath to deploy the iliac leg since the sheath to deploy the iliac leg since the sheath got caught in the stent gap. Therefore, the patient was converted to an aorto-uniiliac by placing a zenith converter and a zenith iliac plug, and fem-fem bypass was performed. Upon final angiography, blood flow between the main body and converter was noted. The blood flow was resolved with a zenith body extension. No problematic symptom was observed after the procedure. The patient's condition had no problem after the procedure.

Manufacturer narrative:
The device is shipped with an "instructions for use" (IFU) booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of 14 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. The complaint correspondence indicated that the physician anticipated difficulty when deploying the contralateral iliac leg due to the patients anatomy. The iliac was very tortuous and calcified. During deployment, the sheath most likely kinked in an area corresponding to a space between the z-stents on the graft. The kink would have prevented withdrawal of the sheath. After placing the converter and completing the fem-fem bypass there was some bloodflow between the main body and converter. This was resolved with the placement of an additional stent graft. The complaint information indicated that the patient's anatomy was suitable for endovascular repair. However, the description of the patient's contralateral indicates anatomical exclusion of evar. The sheath most likely kinked during advancement or removal due to the tortuous anatomy. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.